Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a high scan of 236 mg/dl on the sensor when compared to a healthcare professional (hpc) meter result of 56 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced dizziness and a loss of consciousness and was administered glucose by both healthcare professional and non-healthcare professional for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.